Event description:
It was reported that this device exhibited atrial channel oversensing of ventricular signals, resulting in inappropriate atrial tachy response (atr) episodes and a loss of atrioventricular synchrony. Technical services (ts) discussed options with the health care professional (hcp). This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.